Manufacturer narrative:
(B)(4).

Event description:
The patient's catheter was leaking. No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.